Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image was consistent with complaint of broken cable. The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have broken cables at the tip. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction : h8. Was updated to initial use of device.